Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and blank display. Customer's blood glucose value was over 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they can read the display. The customer was treated with insulin pump. Customer will not return device for analysis.